Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. The history log files were investigated according the complaint description of an performed infusion therapy over one hour. All stored infusion therapies with run time one hour were finished without any malfunction or errors and all set vtb has been administered completely. Furthermore it could be recognized a calibration data error and a wrong programmed serial number. The device had the serial number (B)(4). The serial number was changed and the device was calibrated with service program hibased. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. A liquid damage of the p2 connector could be found. Damages of the housing parts could not be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,67 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the previous investigation results, only the upper housing part was removed. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under-infusion". Customer information: patient was receiving IV aciclovir which needs to be infused over one hour. Medication commenced via peripheral cannula and infusion line. Vtbi 100mls over 1 hour. After 1 hour infusion pump alarmed vtbi complete. Readings on machine indicated medication infused. Medication still in bag, still with the same amount.